Event description:
Lack of stability during placement. Patient code: 4582. Device code: 1667. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report#: mw5187315.